Event description:
Reporter stated that pt was found unconscious, at home, by a family member. Pt's blood glucose was reportedly tested, on the advantage system, with a result of 7.0 mmol/l. Pt's physician was contacted and advised a family member to retest pt's blood glucose. The advantage system reportedly generated a result of "15 something" [mmol/l]. An unspecified time later, pt was transported to the hospital where blood glucose measured 1.6 mmol/l. Reporter indicated that he did not know what treatment was received at hospital. Reporter noted that pt has made a full recovery. No product was returned to the manufacturer for evaluation.